Event description:
The intra aortic balloon leaked. This was the only info at the time of the report. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon was discarded by the facility. (Event complications: unk - reported 6/16/98.) (Pt's current status: unk - reporter 6/16/98)